Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly not explanted. The recipient was reportedly implanted on the contralateral side. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.